Event description:
It was reported that a deep brain stimulation (dbs) patient experienced a stroke, became unresponsive, and was subsequently hospitalized. They remain under the care of their healthcare provider (hcp).

Manufacturer narrative:
Section b5. Describe event or problem. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7078592, UDI: (B)(4).